Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was feeling symptomatic. The cardiac resynchronization therapy defibrillator (crt-d) detected supra ventricular tachycardia (svt) rather than ventricular tachycardia (vt) with retrograde. The device withheld programmed therapy. The device remains in use. No further patient complications have been reported as a result of this event.